Manufacturer narrative:
Device not received . No evaluation will be performed. If add'l info or the device becomes available a supplement report will be issued.

Event description:
It was reported that, "pt complained of pain after surgery and x-rays showed continual lucency around shell of 509-02-54e. Surgeon revised to a hemispherical shell. The progressive lucency was attributed by the surgeon to soft tissue that hung up on the shell and did not allow the cup to be seated.